Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Patient selection was added to capture use of the starclose se device in a calcified artery. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device via a 7f sheath after a left leg intervention to treat peripheral vascular disease. Reportedly, resistance was noted with the starclose se thumb advancer and the clip was deployed; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it is based on procedure circumstance. The reported difficult to deploy the thumb advancer was confirmed based on the returned device condition. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.